Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "cable broken during surgery." Failure analysis found the primary finding of pitch cable broken to be related to the customer reported complaint. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The pitch crimp was not missing. Root cause of broken pitch cable is attributed to a component failure. A review of the site's complaint history identified a complaint for the other instrument that was reported to have a broken cable during this procedure. Please refer to the report with patient identifier (B)(6). A review of the instrument log for the tenaculum forceps (part number 420207, serial number (B)(4)) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 8th use of the instrument. The tenaculum forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. This complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have a broken cable. A similar second instrument was used, however, the same issue occurred; the instrument was found to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.